Manufacturer narrative:
Please remove medical device problem code: 2923.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent bilateral tkr on (B)(6) 2015. Patient presented with pain in left knee, subsidence to tibia, heated bone scan. Left knee revised on (B)(6) 2021. On opening surgeon described insert as not seated properly. Femoral component easily removed by hand with cement attached, tibial component easily wedged up with osteotomy. Infection was ruled out, loosening was determined as cause. Replaced with evolution revision system with extended cementless stems. (B)(6).